Event description:
It was reported that during an unk procedure, the device would not staple and would not cut. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the device was received in good visual condition and with a cartridge loaded in the device. The cartridge was received fully fired. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The device opened and closed without any difficulties. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.